Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced the executive processor board and loaded software. The stm completed all checks and verified operation during pm. The stm completed the pm and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during service/test on a cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) the software was unable to load. There was no patient involvement, thus no adverse event was reported.